Event description:
It was reported by the arjohuntleigh representative: "resident was being moved from his wheelchair to his bed. Staff states a noise was heard during the transfer. Resident was placed over/in bed and lift was being lowered when hanger bar came loose from the lift arm. The spreader bar axle broke. The hanger bar landed on the resident, but only fell a short distance. No injuries were reported. Staff stated that the noise they heard was likely the axle breaking or starting to break." Ref MFR # 3007420694-2014-00017.